Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that 4 days post stent graft implant, the pt presented to the hospital with a sudden onset of a fever. It was also reported that the pt has a mild cough, mild dysuria and mild pain in the groin. The physician reported that the pt has acute febrile illness, possible groin abscess, early pneumonia and urinary track infection. The pt was treated and discharged from the hospital the following day. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results/conclusion: wound healing complications, pulmonary respiratory complications. Early pneumonia and urinary track infection. Other - hospitalization and medical treatment.